Event description:
A customer reported that they "looked at unit for the first time today and unit will not power on." They reported that this did not occur during patient use.

Manufacturer narrative:
Neither the AED nor its electronic log files were returned; therefore, the root cause of the failure could not be determined. However, the customer reported that no maintenance had been performed on the device. As outlined in the device's instructions for use (IFU), the ddu-2000 series AED is designed to be low-maintenance. Nevertheless, simple maintenance tasks are recommended at regular intervals to ensure device readiness. Improper maintenance can cause the ddu-2000 series AED not to function.